Event description:
It was reported that the surgeon re-positioned the patient's generator. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was referred for re-positioning surgery due to generator migration that was causing discomfort for the patient. It was reported that the generator had migrated to under the patient's axilla on the left side and that there was tenderness to palpation. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.